Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin leaked between the cartridge and the adapter after priming. No adverse event was reported. The lot number of the cartridge was not provided. The insulin cartridge was requested to be returned for product evaluation.